Manufacturer narrative:
Complaint was unable to be confirmed. DHR review was performed, and no relevant non-conformances were identified. Based on the information provided the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed. The images provided by the customer do not depict a confirmable leak from the device as reported in the event description. Per the event description the device was used on vv ECMO and for greater than 6 hours. The IFU states, edwards lifesciences femoral access cannulae are intended for use in situations which require rapid femoral venous and arterial access for short-term less than or equal to 6 hours cardiopulmonary bypass. Vessel access (venous or arterial) is left to the discretion of the physician. Femoral access cannulae may be used in pediatric populations or adult populations based on flow rate requirements and individual patient anatomy. Please consult labeling to determine pressure drop related to flow rates. Femoral access cannulae are contraindicated for long-term use greater than 6 hours, including extra corporeal membrane oxygenation procedures. This device is not intended for use other than as indicated and should not be used when any physical impairment would contraindicate its use.. Based on the above information this procedure is considered off-label.

Manufacturer narrative:
Added information to d4. Report of cannula leak could not be confirmed through image evaluation. Three images were provided. The images showed a cannula, and pouch packaging label from model vfem018, lot number 63244118. Blood was visible on the cannula.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to be unavailable. Attempts to retrieve additional is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a venous femii (model number unknown) was leaking. It was reported the patient was taken back to the or next day for cannula change. Patient required multiple transfusions. The fluid leaking where the two connections are fused molding leak. Device is not available.